Event description:
Reportable based on device analysis completed on 21feb2022. It was reported that visualization issues were encountered. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but there was no image. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, device analysis imaging window detachment.

Manufacturer narrative:
The returned device was marked with batch 28064049, however for this event batch 28064050 was reported so product analysis was performed taking into account both batches. Visual inspection revealed kinks in the sheath assembly and the imagine window detached in the lapjoint section. The imaging window was not returned for analysis. Impedance testing showed a good wave form. Image testing could not be performed due to the condition in which the device returned. Microscopic inspection did not reveal any damage consistent with saline exposure post-use of the device.